Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a field representative contacted boston scientific technical services (ts) to discuss mode switching with this newly implanted device. The patient had a bigeminy rhythm for some beats that caused pauses. Ts discussed the rythmiq feature, timing and operation; and stated this was normal operation for this rhythm. The field representative also noted there was issues inserting the atrial lead into the device header at implant. He stated it was a tight fit. No adverse patient effects were reported. The device remains in service.